Manufacturer narrative:
Additional narrative: additional medical record number ¿ (B)(6). Patient initials are (B)(6). Patient gender is not available. Product investigation summary: one of the following device(s) was received: 1.5mm threaded drill guide (part 323.034 / lot 1822453) and 1.5mm threaded drill guide (part 323.034 / lot 8536337). The returned devices are in excellent condition. There is no damage present on the devices and the threads appear undamaged. A 2.0mm lcp condylar pate (part number 247.349, lot number 3447748) was mated with the returned drill guides. At no time did the drill guides fail to properly connect to the plate. Thus, the complaint condition is unconfirmed and could not be replicated. A visual inspection, functional test, device history record review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The associated drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. In order to replicate the complaint condition, a known (good) 2.0mm lcp condylar pate (part number 247.349, lot number 3447748) was used with the returned drill guides. At no time did the drill guides fail to properly connect to the plate. Thus, the complaint condition is unconfirmed and could not be replicated. There were no issues found with the returned device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two drill guides would not thread into a plate during a procedure to repair a 5th metacarpal fracture. Non-threaded drill guides were used and the procedure was completed successfully. No product problem against plate was reported. Patient status/outcome was good after surgery and no surgical delay was reported. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.